Event description:
(B)(4) the dealer reported that the vc5310 semi-electric bed power cord plug burnt, and allegedly has blown out two of the consumer's wall outlets. There was no patient injury reported. However, there is a key word present, and per our procedure, this event must be reported.